Event description:
The dealer reported that the motors locked up on the chair and almost threw the patient out of the chair. This issue could cause the user to fall out of the chair. No injury was reported.